Event description:
The customer stated that he recieved erratic readings. He received a blood glucose reading of 202 mg/dl and a minute later, a reading of 42 mg/dl. The difference between the readings falls in the "d" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting showed the system to be working as designed. The customer was satisfied, and no product will be returned for evaluation.